Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure. Vacuum pressure when testing pre-procedure was over 550 mmhg. No lube was used for capsule placement. The caused of the failure to attach was unknown. A repeat procedure was performed and another capsule was calibrated and used during the same procedure. The delivery system and the capsule will be returned. There was no injury caused to the patient.

Manufacturer narrative:
Additional information: (evaluation summary): one bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. We were unable to confirm the customer¿s report. Corrected information: (device evaluation, evaluation code-method, evaluation code-result, evaluation code-conclusion).if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.